Event description:
It was reported by the affiliate that (1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip dropped. (Not into the pt) a new instrument was used to finish the case. No adverse to the pt.